Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Device evaluation: the customer indicated that the lens was not available for evaluation. Therefore, the reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional investigations for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation, deep scratches in the intraocular lens (iol) were observed (1 mm paracentral, 2 mm long). It is unknown if there was impact to the patient. No additional information was provided to abbott medical optics.